Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 30ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 301033 batch # 4172667. Verbatim: rcc received a complaint via email. There was a foreign object on the syringe. Product number - 301033.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there was foreign object on the syringe. To support the investigation, one sample with no packaging and two photographs were provided and reviewed by the quality team. A visual inspection was performed, and the syringe barrel flange has embedded degraded resin. The images depict the upper portion of the syringe. The barrel flange shows a discoloration consistent with embedded degraded resin. No additional defects or irregularities were observed. The presence of degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. During these times, resin degradation can result in fragments that become incorporated into molded components. A review of the device history record was conducted for material number 302033, lot 4172667. This review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the reported condition has been confirmed.

Manufacturer narrative:
Pr (B)(4) follow up it was reported there was foreign object on the syringe. As a physical sample was not returned, a thorough sample evaluation could not be performed. To support the investigation, two photographs were provided and reviewed by the quality team. These images depict the upper portion of the syringe. The barrel flange shows a discoloration consistent with embedded degraded resin. No additional defects or irregularities were observed. The presence of degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. During these times, resin degradation can result in fragments that become incorporated into molded components. A review of the device history record was conducted for material number 302033, lot 4172667. This review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the reported condition has been confirmed.